Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the issue with the communicator has been resolved.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that the pt's rep reported that the communicator was not connecting to the handset. Agent had the caller reset the communicator. Agent had the caller close all of the apps on the handset and open the mystimrc therapy app. Agent had the caller turn the communicator on and attempt communication, however the caller saw not found. Caller saw that there were no lights on the communicator. Caller said that the communicator lights would flash blue and green when they pressed the communicator power button, however as soon as they let go the communicator lights turned off. Agent asked the caller if the communicator light had flashed orange; caller said that the communicator had blinked a yellow/orange color. Agent understood that the communicator battery was low. Agent had the caller connect the power cord to the communicator and caller confirmed seeing a green light flashing. Agent advised the caller to allow the tm91 to charge and then try to connect to the handset. Caller will call patient services (pss) back if further assistance is needed. Additional information was received from a friend/family member. Caller called back stating they called yesterday since the day before that they could not get the handset to communicate to the communicator. They since had the communica tor recharging all night but it would not connect. The pt did not have their follow up appointment with their hcp and rep yet but wanted to troubleshoot. The pt was feeling stimulation when they laid down at night for it jolts to their toes. During the call, the caller went to use the communicator and it was flashing yellow then went red. Caller plugged the communicator into the power cord and the communicator was flashing green. They even plugged the cord into the charging dock and it was green. When looking in the about section in the my stim application the communicator was not connected. When they went to connect to the therapy application it was wanting them to scan communicator but it kept saying not found; the communicator was blinking orange. Caller redirected pt to contact their hcp.